Event description:
It was reported that there were artifacts when this catheter was in use. This event description was not indicative of a reportable malfunction. However, the returned catheter had a torn tip. This was discovered by biosense webster in 2009, upon receipt of the complaint sample.

Manufacturer narrative:
Upon receipt of the catheter, it was noticed that the soft tip was torn. Visual inspection indicated that the soft tip was torn below electrode #2 and the braid from the soft tip material was sticking out. The damaged area from the soft tip of the catheter showed stretched marks and tear. The damage found in the complaint sample suggested that excessive force was applied. Samples were obtained from finished goods inventory (fgi) and tested as an attempt to recreate the failure condition of torn soft tip. The failure condition could not be reproduced.